Event description:
Gore excluder endograft implanted in 2015. At time of implant the aaa was 5.1-cm. Aneurysm continued to grow since implant with no obvious endoleak. Current (2023) CT scan demonstrates a 7-cm aaa. Possible endotension or distal type I endoleak.